Event description:
Terumo received the following reported information: the type of procedure performed was percutaneous coronary intervention (pci), catheterization to mid-lad, interventional coronary procedure (left heart catheterization), radial access. Once interventional therapy was delivered, and upon placement of the tr-band following best practices, the tr-band balloons did not hold pressure, consequently the balloons delated within 30 seconds. A blood pressure cuff was inflated, and another tr band was used to gain hemostasis with success. No hematoma was observed, and the estimated blood loss was less than 250cc. There was 12 mls long after inflation. There was no noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in a pyxis. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: rcis. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.